Event description:
Customer reported system displays fatal error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated a chip on the system interface board. System operates as intended. (B) (4).